Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site abscess is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in netherlands underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2026, the patient was examined at the emergency room; ultrasound and lab tests revealed a residual peg stoma abscess that was drained. Lab tests showed increased inflammation values, unknown oral antibiotic was prescribed. On 25 mar 2026, it was reported that a hard swelling above the peg stoma was palpable, 4-5cm in width and about 2.5cm in height. No redness, no lump formation, 1 small spot still felt painful. The patient had no fever. Given that the abscess was at this location last week and antibiotics are ready today, there is a risk that the abscess had not fully healed yet. Advised to possibly consult with endoscopy about this.